Event description:
It was reported that during a lap cholecystectomy procedure, the white tissue pad melted and fell into the patient. It was retrieved through the trocar. They used a megadyne endo suction cautery to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad detached from the clamp arm, but returned with the device each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.